Event description:
A ventilator was evaluated at the manufacturer's sales office for a routine check out procedure. The device was not in patient use. During check out procedure at the manufacturer's sales office, an issue related to the delivered tidal volume accuracy was observed. The device was recalibrated to address the issue.